Event description:
It was reported that an asymptomatic patient presented in clinic due to vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator had indication for elective replacement. The clinician felt that the device reached prematurely. The patient does not pace nor had any therapies or aborted therapies. The device was explanted and replaced. The patient was fine before, during, and after the procedure.